Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e serial #: (B)(4). Description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that after a trial procedure the patient experienced severe neck and head pain. The patient was given an injection but it did not help. It was also noted that during the trial procedure the patient had an adjustment done by a chiropractor on the neck. The physician did not believe that the pain was procedure related. No further course of action at this time.

Event description:
A report was received that after a trial procedure the patient experienced severe neck and head pain. The patient was given an injection but it did not help. It was also noted that during the trial procedure the patient had an adjustment done by a chiropractor on the neck. The physician did not believe that the pain was procedure related. No further course of action at this time.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that after a trial procedure the patient experienced severe neck and head pain. The patient was given an injection but it did not help. It was also noted that during the trial procedure the patient had an adjustment done by a chiropractor on the neck. The physician did not believe that the pain was procedure related. No further course of action at this time.